Manufacturer narrative:
The disposable set could not be located by the customer for return. Therefore, the device is not available for evaluation. Additional investigation is pending.

Event description:
It was reported that; the arterial pressure sensor was not functioning appropriately. The device user (du) called the clinical specialist (cs) as they were connecting the liver to the metra. Upon pressing "start perfusion", the device was not transitioning from "preparation" mode to liver on board (lob) mode. The du confirmed that prior to initiating call, he troubleshooted and pressed then start perfusion again with no resolution. The du mentioned he had attempted a power cycle with no resolution prior to initiating call as well. The cs advised du to one more time attempt his previous troubleshooting with no resolution. The cs also had the du unplug and plug back in the arterial pressure sensor cable with no resolution. The cs added the director of clinical services (dcs) into the call to further troubleshoot. The dcs assessed the situation and recommended a swap of the disposable set. The du ended call and one hour later called the cs notifying that the surgeon requested the liver be put back on ice and to not set up a second circuit at this time. It was noted, the organ was initially placed on the device, then removed and not put on pump. Subsequently the liver was discarded. Per reported event, the reason for liver discard was "disposable set failure". They biopsied again while figuring out the kit situation and weren't happy with the results, so discarded.

Manufacturer narrative:
The device logs were reviewed and the event was confirmed. A device history record (DHR) review was conducted on the lot and no deviations were identified. The root cause of the abnormal arterial pressure reading could not be determined, as the disposable set was not returned for further evaluation.

Event description:
It was reported that, the arterial pressure sensor was not functioning appropriately. The device user (du) called the clinical specialist (cs) as they were connecting the liver to the metra. Upon pressing "start perfusion", the device was not transitioning from "preparation" mode to liver on board (lob) mode. The du confirmed that prior to initiating call, he troubleshooted and pressed then start perfusion again with no resolution. The du mentioned he had attempted a power cycle with no resolution prior to initiating call as well. The cs advised du to one more time attempt his previous troubleshooting with no resolution. The cs also had the du unplug and plug back in the arterial pressure sensor cable with no resolution. The cs added the director of clinical services (dcs) into the call to further troubleshoot. The dcs assessed the situation and recommended a swap of the disposable set. The du ended call and one hour later called the cs notifying that the surgeon requested the liver be put back on ice and to not set up a second circuit at this time. It was noted, the organ was initially placed on the device, then removed and not put on pump. Subsequently the liver was discarded. Per reported event, the reason for liver discard was "disposable set failure". They biopsied again while figuring out the kit situation and weren't happy with the results, so discarded.